Manufacturer narrative:
The pump was received with a blank display due to a corroded battery tube. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's blood glucose level was 498 mg/dl. She treated her blood glucose level with manual injections. The insulin pump had a crack on the battery chamber. The customer's insulin pump would not turn on. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.